Event description:
During critical stabilization case, mde repeatedly produced odd EKG tracings and blood pressure readings. The monitor had been left unplugged prior to use, but did not indicate low battery.